Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer experienced low blood glucose (bg) levels of 39-50 mg/dl. The customer ate carbohydrates to treat the low bg's. On one occasion customer administered glucagon and ate carbohydrates. The customer reported making incorrect changes to their basal rate settings. The customer will use insulin injections until they can contact their health care professional to adjust basal settings.